Event description:
Same case as MFR report #: 2134265-2013-02078. It was reported that following a stenting treatment procedure, in-stent restenosis occurred. The index procedure treated the 75% stenosed target lesion located in the mildly calcified and severely tortuous mid right coronary artery with a 3.0x12mm liberte stent. In (B)(6) 2013, the patient presented with a 90% in-stent restenosis of the liberte stent. Treatment utilized pre-dilation with an unspecified emerge balloon catheter and then attempted to advance an unspecified liberte stent, but the stent was unable to cross the lesion. Next a non-bsc stent was advanced but it also was not able to cross the lesion and distal stent damage occurred. Then the unspecified liberte stent was re-advanced via a 4 fr extension catheter and was successfully deployed. Finally the lesion was post dilated with a 3.5x15mm nc quantum apex balloon, however the balloon ruptured at 16 atms on the 2nd inflation. The procedure was completed with a different device. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).